Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that an interface cable was damaged on the system. Following replacement by a site biomedical engineer the reported issue was resolved.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the navigation system displayed there was no valid signal for the microscope. It was noted that there were yellow dots when utilizing high magnification. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that replacement of the microscope interface cable did not restore functionality.